Manufacturer narrative:
Event date updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient reported that he was trying to set the ins and was having trouble. The patient reported that he changed the batteries 3 times. The patient removed the batteries to inspect the battery compartment and it looked good, he was using (B)(6) batteries. The patient reported seeing the recharge neurostimulator screen. The patient hooked up with the recharger and was successful to start a charge session with 6 black coupling boxes. The patient reported that he held the recharger with his hand. The patient reported that it took a long time to recharge. The patient also reported that he had been using 8 for a long time, but after a fall he had a problem with his leg so he decided to increase stimulation and put on 9. During clarification, the patient reported 3 falls and experiencing problems where he couldn¿t step on his right leg. The patient went to their healthcare provider (hcp) for x-ray and had artificial hips and there was no problem with them. The patient reported that the hcp told him he probably stretched the front muscle in his thigh. The patient reported that he still limped but he used a walker and a cane but still couldn¿t put much weight on it. The patient reported that he had previously charged every 3 to 4 weeks, he recharged mid last week was fully charged but now it was empty. The equipment was working as expected. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the issues of taking too long to charge, having to charge every 3-4 weeks but the device was now empty after a week, problem with his leg and inability to step on his leg was first noticed from the beginning, about 6 hours and so far, the shortest time was 2 hours. The patient reported that the device takes always a long time and the full charge setting was very hard to get. The patient reported that no steps had been taken so far. The patient reported that it would run out faster than 3-4 weeks. No further complications were reported.